Event description:
The physician tried to deploy the prostar xl vascular closure device and the device failed to deploy and the femoral artery was torn. Thus, the patient did have surgical repair. Our finding is that it was operator error. The patient had complex peripheral vascular disease and that is what led to the patient going to the or, not the device failure.